Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. Device evaluation: the actual device was returned for evaluation. During repair, an evaluation was performed, and it was determined that the reported condition was not confirmed. Therefore, an assignable root cause was not determined. However, during evaluation, it was determined that the burr lock was damaged, and the device experienced an unintended activation/motion. It was further determined that the device failed pretest for safety check assessment. The assignable root cause was determined to be traced to user, which is user error. UDI: (B)(4).

Event description:
It was reported that during pre-surgery testing, it was observed that the motor device was heating up. It was not reported if there were any delays in the surgical procedure or if a spare device was available for use. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.